Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 30. On (B)(6) 2022 non-osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. No product was returned to the manufacturer. At the event the patient experienced: infection, bleeding, abscess and inflammation. No further patient complications were reported.